Event description:
The loaner system 7 reciprocating saw was sent for svc and the repair team found an oily substance leaking from the recip adaptor during performance testing at the MFR. No adverse event was associated with the device.

Manufacturer narrative:
A clean, lube and adjust was performed on the device. The device is a loaner device and will not be returned to a customer.